Event description:
False positive result (s). Test came back positive, followed up that night with urgent care showed the pic I snapped 15 mins later with the result, they confirmed it was a positive result. Had them do a test it came back negative, regular flu negative too. Took a 3-5 day lab test as well just to be sure. Really not cool, had me freaking out all afternoon and forced me to have to stand outside in 37degree weather for 45mins another 30mins inside waiting to be seen only for it to be false positive.